Event description:
This is a report received on (B)(4) 2012 by baxter (B)(4) from a pharmacist of a baxter set which was broken during administration of 5fu (fluorouracil chemotherapy) to a patient and the chemotherapy agent spilled on the nurse. Reportedly, the patient did not experience injury or require intervention. No sample is available.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available, a follow-up will be submitted. This is a product not distributed in the us and does not have 510k number.